Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported a leak on their alinity m instrument. The customer reported liquid had spilled around the system solutions drawer outside of the footprint of the instrument. The solution drawer was inspected. It was noticed that cradle venting system was covered with lysis. Additionally, greasy spots were discovered underneath the vapor barrier cradle. The field service engineer (fse) removed both the vapor barrier and lysis cradle from the drawer and cleaned. All tubing and tubing fittings were cleaned and re-tightened. The fse found some clot on the output form the lysis cradle. The solution drawer was been decontaminated and cleaned while wearing appropriate ppe (personal protective equipment). The area around the system decontaminated and cleaned. A liquid waste sensor functionality check was performed and passed. No other leakage was found during the visit. There was no report of injury or exposure to the leak. This incident is being reported to FDA because the incident occurred in poland using the alinity m system, list 8n53-02, which is also us FDA approved.